Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 3.2 was not detected on bus. A field service engineer (fse) found all light emitting diode (led) lights were on, reseated the pyxie bus cable for drawer 3 and booted the station to resolve the issue. All drawers were now detected on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed with a bus not found error. The customer stated that when attempting to recover the storage unit, the drawer repeatedly popped back out until the home function was pressed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.